Manufacturer narrative:
Date of implantation is an unknown date in (B)(6) 2019. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date in (B)(6) 2019, a patient underwent a revision procedure because the proximal femoral nail antirotation (pfna) blade had not locked. It was detected via x-ray one (1) day after an unknown procedure. Concomitant devices: pfna nail (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: 1). This report is for a pfna blade. This is report 1 of 1 for (B)(4).

Event description:
09/06/2019: updated event description: it was reported that on (B)(6) 2019, during pertrochanteric femur fracture left side surgery, problems while locking the pfna blade occurred. The mechanism between the pfna blade and the application device, though correctly attached, failed after half a twist. The surgery was completed however, the post-operative x-ray detected that the pfna blade did not lock. On (B)(6) 2019, revision with pfna blade removal was performed. The pfna nail was left unattached in the second operation and only the pfna blade was removed and changed. The procedure was successfully completed. The patient had no further problems, primary wound-healing, mobilization without further complications, dismissed towards rehab-clinic on (B)(6) 8th. Concomitant devices involved: unknown pfna nail (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1), unknown application device (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description provided for reporting. Concomitant device added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use, such as scratches on the sleeve. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. The returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in march 2018. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 04.027.037s, lot: l816319, manufacturing site: bettlach, release to warehouse date: 16. March 2018, expiry date: 01. March 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.